Manufacturer narrative:
It was reported that during the prep of a stent for a cardiac cath procedure, the inside tip of a 30cc syringe broke. There was a delay in the procedure while they pulled another syringe from the shelf. The length of the delay has not been confirmed. The procedure continued without further incident. We have not received many details regarding this incident. The facility did report that there was no injury or need for further intervention. No sample has been returned for evaluation and a root cause has not been determined. Due to the reported delay of procedure and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that during the prep of a stent for a cardiac cath procedure, the inside tip of a 30cc syringe broke which resulted in a delay of the procedure.